Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2013 the patient was pre-operatively diagnosed with cervical radiculopathy with disk osteophyte complexes at c3-c4, c4-c5, and c5-c6 and underwent the following procedures: c3-c4, c4-c5, c5-c6 anterior cervical discectomies; c3-c4, c4-c5, c5-c6 use of peek interbody cages; c3-c4, c4-c5 and c5-c6 fusion; use of allograft; use of bmp; use of zimmer plating system c3 through c6. As per the operative notes: ¿starting at c5-c6, discectomy was performed after placing distraction pose. The disk space was cleared underneath the operative microscope. The endplates were prepared and a drill was used to drill the uncovertebral joints. Using a kerrison, the posterior longitudinal ligament was opened, and the neuroforamina were opened up bilaterally. Good decompression was confirmed with the nerve hook. At this point, peek interbody spacer was packed with bmp and allograft gently tamped into place. At this point, attention was placed to c4-c5 and a similar discectomy performed. A peek interbody space was packed with bmp and allograft was gently tamped into place. At this point, c3-c4 was addressed. The peek interbody space was packed with bmp and allograft was then gently tamped into place. There were no patient complications.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.